Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while testing for sars-cov-2, the bd max¿ system, bd max¿ instrument produced a false positive result on the flu b channel. There was no indication of confirmatory testing, or that results were reported to clinicians. There was also no report of patient impact. Assays used: sars-cov-2, flu a/b rsv. The following information was provided by the initial reporter: "customer is experiencing false positive results and noisy curves on this instrument. Both on side a and side b. This is for the sars-cov-2 flu a/b rsv assay and seems to be affecting the flub target (585/630) channel. The customer is currently using a different assay to avoid this problem.

Manufacturer narrative:
H6: investigation summary the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6)) had an "false positive" error. Customer reported that they have received false positive results on both side for flu-b on bd sars-cov-2/flu a&b/rsv assay. Field service was dispatched. Field service replaced a side reader with a new reader and readjusted a side reader by cleaning and tightening parts. Field service replace b side reader with the reader removed from a side. Field service normalized both readers. Field service performed a successful qualification run. Customer performed a successful verification run. Instrument was returned to the customer functional. Review of device history record for instrument serial number, (B)(6) is not required because this complaint does not allege an early life failure or a failure at install. Device was installed on (B)(6) 2020, and since then other service activities have occurred, such as preventative maintenance and repair, which have changed the configuration of the instrument since release from manufacturing. Service history review was performed for the instrument (B)(6) and in december 2021, the instrument experience false positive results for flu-a and rsv. Repair for that case was covered in this case. Samples were not returned for investigation, therefore returned sample analysis is not performed. Root cause cannot be determined with the information provided. Complaint is confirmed by field service review of risk management files confirms there are no new, modified, or additional risks associated with this failure mode.

Event description:
It was reported that while testing for sars-cov-2, the bd max¿ system, bd max¿ instrument produced a false positive result on the flu b channel. There was no indication of confirmatory testing, or that results were reported to clinicians. There was also no report of patient impact. Assays used: sars-cov-2, flu a/b rsv the following information was provided by the initial reporter: "customer is experiencing false positive results and noisy curves on this instrument. Both on side a and side b. This is for the sars-cov-2 flu a/b rsv assay and seems to be affecting the flub target (585/630) channel. The customer is currently using a different assay to avoid this problem.